Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing for the bearing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a revision procedure due to a deep squat that resulted in a dislocation and instability. There is no additional information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons. Both the head and liner were exchanged. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00877502803. Item name: bioloxâ® delta, ceramic femoral head, l, ã¸ 28/+3.5, taper 12/14. Lot #: 3163275. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.